Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained. There was no adverse impact to the customer's blood glucose level.